Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 5 m20 (722281) is not sold in the us. However, its similar device 722228 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a coronary angiography procedure at the time of the event. The procedure was completed after the patient was transferred to another system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site. Troubleshooting and analysis of the log files found that the 24v power supply to the wired footswitch had been interrupted and the system failed to receive the signals from the footswitch as a result. It was determined that the footswitch was defective. The fse replaced the footswitch. The footswitch was returned for failure analysis. The cause of the reported issue could not be determined, but visual inspection found that the footswitch cable was cut. After the footswitch was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.